Manufacturer narrative:
The customer clarified the reported issue of "low output volume" was actually the device under delivered during testing in the biomed service department. The expected volume to be infused (vtbi) was 20ml but the device delivered 18.8ml at an infusion rate of 40ml/hr. An under infusion of less than or equal to 10% is unlikely to cause or contribute to a death or serious injury. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, low output volume, was interpreted by the evaluator as an audio issue, however the customer clarified the symptom as a flow accuracy issue. The clarification was not available to the evaluator at the time of evaluation. The customer did not provide an event occurrence date, but on the last day of customer use, two infusions with the reported parameters, 20 ml at 40 ml/h, were programmed and ran to completion. No abnormalities were observed in the history log. The device is no longer in its as received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low output volume. There was no patient involvement. No additional information is available.